Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the physician could not perform diagnostic tests prior to implanting the vns device on (B)(6) 2014. The vns patient was successfully implanted and there were no issues with programming the following day. Review of the available programming and diagnostic history clarified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during the implant surgery. The physician corrected the output current; however, the frequency, magnet output current, and magnet on-time were not corrected. No patient adverse events were reported. Additional information was received stating that the physician¿s wand had a depleted 9v battery, which is likely a contributing factor to this event.